Event description:
The external neurostimulator shut off frequently and the pt experienced "powerful jolts" when it came on. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late following an internal audit. Final device analysis revealed no anomaly found. The front case was replaced due to broken plastic. A worn battery pressure spring was replaced. A missing cover was added.